Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that a proglide device was used with the pre-close technique in the right common femoral vein via a 7f sheath prior to an interventional mitra clip procedure on (B)(6) 2022. The sutures of the device was successfully pre-placed. The sheath was upsized to 14f and the procedure was completed. The knot was successfully advanced and tied off. The patient was discharged on (B)(6) 2022; however, approximately 10 minutes after discharge, the patient returned due to bleeding at the femoral access site. Access site wound was observed, without hematoma, soft tissue, no indurations are palpated as the discharge was recent. The patient was hospitalized. A compressive bandage was applied and was to remain until the next day. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted, because the lot number was not provided. The patient effects of hemorrhage and tissue injury are listed in the proglide instructions for use (IFU), as potential adverse events associated with use of the suture mediated closure devices. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.